Event description:
Customer stated, "the electrical unit smoked." The product has been returned for investigation. The customer did not claim any injury. The product was approx. 33 years and 1 months old when the incident occurred. An investigation was done to look into the customers complaint. The investigator determined there was a break in the cord and the customer had attempted to fix the switch by replacing the plug. The switch was not working when the investigator plugged it in. There is a cut by the strain relief due to the cord being wrapped or twisted during use/storage. This caused the smoke that the customer was referring to.